Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was having issues with batteries. The customer's blood glucose at the time of incident is unknown; however, the customer is only a nurse practioner doing studies on a medtronic insulin pump. The customer reported multiple instances of bad battery alarms and she recently received a failed battery test alarm. The customer was advised that cleaning the battery cap with a dry cotton swab or alcohol swab can clear up battery issues. The customer was also advised to consult a territory manager to make arrangements to receive another demonstration pump. No products were shipped or returned.